Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter stated they have been having serious instability issues with the ion-selective electrode (ise) kits for several days and unstable ise checks. The reporter was able to provide one example of discrepant results: the initial sodium result was 176 mmol/l. The first repeat result was 136 mmol/l. The second repeat result was 183 mmol/l. The third repeat result was 136 mmol/l. The fourth repeat result was 205 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. On the field service engineer's initial visit, he checked for joints and leakages; no issues were noted. He also changed the pipes. He checked the valves and did not find any issues. He performed a syringe check, air purge, and ion-selective electrode priming with successful results. He also performed an electrode control (30 times and 20 times), and calibration (2 times) with successful results. On the fse's second visit, he changed the ise reduction valves, ise kit pipes, and sipper. He noted that during operations, the cuvettes randomly overflowed (sodium hydroxide). He then changed the suction pipes of the rinse unit. Ise checks, calibrations and qcs were performed with successful results. The investigation determined that the event was due to a mechanical leakage/seal issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.